Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described itchy but open wounds or blisters. The patient was described the irritation as under the therapy pads. The patient's rn assisted with applying unscented lotion to the irritated areas. The outcome is unknown the patient reported garment was still itching, support services suggested making the doctor aware if itching continues.